Event description:
It was reported that the patient's generator was replaced due to battery depletion. Historically, the explant facility discards explanted products; therefore, product return is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patients generator is already showing to have a battery status of intensified follow-up indicator (ifi) = yes. It was noted that the patient does not have auto stimulation enabled. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and based upon the date of the trim-test tab operation ((B)(6) 2015) the device may be susceptible to premature battery depletion. No known surgical intervention has occurred to date. No other relevant information has been received to date.